Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned device by engaging the trigger. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Several more attempts were made with no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, no additional damages were found. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "unit misfired" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with the ratchet broken which could contribute to the device not working properly. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The device was misfiring after the 3rd clip fired. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600495 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time.

Event description:
The device was misfiring after the 3rd clip fired. There was no patient injury.